Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and cable harness were replaced. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/30/17 phone call, 4/3/17 phone call, 4/4/17 phone call.

Event description:
The hospital reported the unit was not mechanically ventilating as expected during a case. The patient was manually ventilated. There was no report of patient injury.